Event description:
It was reported that a revision surgery was performed.

Manufacturer narrative:
Initial follow up MDR 3005477969-2011-00129 001. (B)(4) (conclusions), which were entered erroneously.

Event description:
It was reported that revision surgery was performed due to osteolysis, femoral neck narrowing and metallosis.